Event description:
Police officers responded to a person described as pulseless and apneic with cold extremities. After turning on the device the operator placed the electrodes on the patient. When the operator turned to use the device to analyze the patient's ECG, the device had allegedly lost power and could not be turned back on. An als crew arrived and took over treatment of the pt. The pt was not resuscitated. The reporter indicated the device did not cause or contribute to the patient's outcome. This opinion was based on an assessment of the patient's viability.